Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while receiving automated insulin delivery with the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with exogenous insulin. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data showed normoglycemic and hypoglycemic cgm values leading up to the event, while the user reported markedly elevated blood glucose at hospital admission. Due to the absence of the cgm sensor for evaluation and lack of confirmatory data, the cause of the discordance between cgm readings and reported blood glucose levels could not be established. Based on available information, the event was reported with no identified device or use problem, and the investigation did not confirm a specific device malfunction or user error. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 14-jan-2026 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 1,201 mg/dl, resulting in diabetic ketoacidosis (dka). The user was transported to the hospital by emergency medical services, where the user was admitted, treated with exogenous insulin, and discharged (B)(6) 2025. No long-term health effects were reported.